Event description:
The pt was fit with natural touch lenses on 3/18/1999. The initial fit was good. After wearing the lenses for 1 1/2 weeks, the pt's eyes would get red and watery. She noticed a sensitivity to light. The pt was seen at the dr.'s office on 3/31/1999, at which time the dr. Had diagnosed a corneal ulcer of the right eye. The pt had been cleaning and disinfecting the lenses with optifree and supraclens. She denies extended wear use of the lenses. The pt was treated with cyloxan every hour while awake until the first follow-up visit on 4/2/1999. She was seen again on 4/5, 4/12 and on 4/26 the ulcer had completely healed and after peroxide solution, the pt inserted the lenses. Her eye became red immediately. Discontinued lens wear again for 1 week. The dr then refit the pt with a frequent replacement lens. No further difficulties reported.